Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm. Blood glucose level at the time of the incident was 496 mg/dl, which was treated with a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.